Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sensor board, power management board and internal battery were replaced to address the issue. A ventilator inoperative condition was observed in the device's download event log. The device's blower motor and system board was replaced to address the issue.